Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had an deflation issue. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had an deflation issue. It was further reported that the device allegedly had retraction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has been returned for the evaluation. On the visual evaluation, the device appeared to have the blood residue and no other specific anomalies were noted. On the functional evaluation of the device, the balloon was inflated using an in house presto inflation device and the guidewire lumen was flushed and an in-house guidewire has been inserted into the distal tip and exited out without any issue. On further balloon was then inflated using an in-house presto inflation device and then deflated without any issue. The balloon takes 46 seconds to deflate, which is above the maximum deflation time of 35 seconds in the product performance specification limit . Under microscopic evaluation, the bulge was noted at the proximal glue joint. After the balloon was cut to expose the proximal glue joint, the inflation holes was suspected at the proximal glue joint and the glue bullet was noted incorrectly seated. Therefore the investigation for the reported deflation problem has been confirmed as the balloon deflation time was noted to be above the maximum deflation time in the product performance specification limit. The investigation for the retraction issue has been inconclusive as the retraction issue could not be reproduced in laboratory due to the condition of the device. The glue bullet was seated incorrectly is likely the cause for the reported deflation and retraction issue. A definitive root cause for the reported deflation and retraction issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 06/2023), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.